Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Moisture damage found on the lcd glass and vibrator motor. No moisture damage found on the mother board, interface board, raido frequency board and battery tube noted. All buttons functioning properly. No damage in the keypad assembly noted. However, found unlocked lcd keypad connector during visual inspection. Device received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 74 mg/dl. Troubleshooting was performed. The device was returned for analysis.